Manufacturer narrative:
A field service engineer (fse) was dispatched who conducted follow-up with the customer to address the reported event. Fse advised customer to calibrate device and rerun control. Controls came out close to the mean of the range. The br level 1 control came out high. No further action required by field service the most probable cause of the reported event was due to operator error . Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported lot ranges failure with their aia-2000 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event, which resulted in delay in reporting of patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.